Manufacturer narrative:
This report is based solely on device return and analysis. No information to suggest a device-related adverse event or product problem was received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary (B)(4) preliminary testing revealed the device was at eri and testing further revealed anomalous output conditions. The no output condition was the result of lifted hybrid bond wires.

Event description:
The device was returned to the manufacturer following the patient's death, analyzed, and subsequently tested out of specification. There is no allegation from a health care professional that the death was device related. The cause of death has been requested and not received. Follow up with the clinic reported the patient was pacemaker dependent, had last saw the physician (B)(6) 2006 and device check was okay.